Event description:
Physician contacted raumedic sales representative by phone relating to the following information. Implanted catheter neurovent-p displayed icp readings of approximately 30 mmhg for three days. Therefore the patient was kept in sedation. After three days the catheter has been explanted because the measured icp didn't apply to the clinical picture of the patient. After explantation measure was carried out conventionally (via liquor drainage). This measurement showed "normal" values and sedation of patient was terminated. Unnecessary sedation, but no harm to the patient occurred.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, e8194571) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identifies dried moisture residues between contacts of catheter plug. Analyzed catheter, with dried moisture, displayed long term drift and zero point pressure value according to specification. Based on knowledge that the final inspection of the finished catheter was passed, the catheter was delivered with proper functionality, the moisture that has penetrated the plug caused assumedly the malfunction. According to IFU the catheter plug must always be closed with the included protective cap to protect it against moisture, if cables are not connected.